Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 13 mg/dl. Low bg cause was not known. Customer consumed carbohydrates to address the issue. Reportedly, customer lost consciousness and paramedics were called by spouse. Paramedics removed pump, administered glucagon and intravenous fluids of d5w, and transported customer to emergency room. Customer was subsequently admitted to the intensive care unit with a body temperature of 92 degrees. Customer was treated with solu cortef and intravenous fluids of d10w, and programmed basal rates on pump were decreased by healthcare provider. Customer was discharged the following day with the issue resolved and no permanent damage. Tandem technical support did a full pump system check and confirmed that pump was functioning as intended.